Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 2 months ago. The aorta had significant disease, calcification and plaque. It was reported that the pt presented to the hospital approximately 1 month post implant with back pain and had to be flown to another hospital. Upon evaluation, there was blood found outside the aorta distal to the stent graft. The aorta was found to have ruptured distal to the stent graft. The cause of the rupture is unk, and the physician commented this was not related to the stent graft. It was reported that there were no balloon or wire complications at the time of implant. A cook zenith stent graft was fenestrated in order to extend past the celiac artery. The cook device was used to cover the area of rupture. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: aorta had significant disease, calcification and plaque. Ruptured vessel/aneurysm. (Required intervention).